Event description:
It was reported the patient experienced lack of efficacy. The patient was having surgery to replace an end of life pump. Upon disconnecting the sutureless pump connector, part of the catheter pulled out. The catheter was cut at the distal segment. Surgical intervention occurred and the distal segment of the catheter was replaced. Catheter segments were left in the intrathecal space, not in use. No additional interventions or actions were taken as a result of the catheter issue. The catheter was cut or torn ¿a long time ago¿ possibly during a sacral nerve stimulator implant. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8578, lot# n167123014, implanted: (B)(6) 2008, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-oct-25. It was reported that there was an issue with the pump and that was why it was replaced.

Manufacturer narrative:
The other relevant components include: product ID: 8709, (B)(4), implanted: (B)(6)2003, product type: catheter, product ID: 8578, lot:# n167123014, implanted:(B)(6)2008, product type: catheter if information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was reported.

Event description:
This event was also reported under manufacturer report # 3004209178-2014-24733: it was reported that at a pump replacement for a normal elective replacement indicator (eri), the health care provider (hcp) could not find the patient¿s catheter. It was believed that the catheter was cut during a stimulator implant surgery a year prior so the patient wasn¿t receiving their therapy intrathecally but subcutaneously because of the catheter fracture. The catheter was revised and the pump was replaced about 2-3 weeks prior to the report. It was later reported that prior to the pump replacement on (B)(6) 2014, the pump had reached the end of its expected battery life and was starting to fail. A ¿mechanical complication¿ was noted as the pre and post-operative diagnoses. The existing pump was removed and the catheter was removed from the pump. The surgeon noticed that the catheter had been torn, apparently remotely, as the end was blackish in appearance. It was noted that the catheter had been cut probably a year prior to this report date. A radiographic image was obtained, showing a sheared catheter in the lumbosacral area. As this issue was not discussed prior to surgery, the decision was made to not proceed with a new catheter replacement and instead implant the new pump with the catheter attached, infusing into the subcutaneous tissue as it was preoperatively. The medications were transferred to the new pump and programmed at the identical flow rate as they were preoperatively. The pump was then placed into the pocket. There were no complications to the procedure. A catheter replacement or revision was done one week later, as the catheter had been cut/disconnected. An incision was extended deep to the lumbodorsal fascia. An epidural needle was advance into the spinal canal at the l1-l2 level and there was clear return of cerebrospinal fluid (csf). The catheter was advanced through this until the tip was present at the t10 vertebral level. A purse string suture was placed around the needle with 0 ethibond, which was then removed over the catheter and the purse string suture tightened down. The needle and stylette were then removed from the catheter and the catheter anchor with deployment device was used to anchor the catheter in the fascia with 0 ethibond sutures. There was return of csf through the distal tip of the catheter. The catheter was then tunneled from the abdominal incision through to the lumbar incision and connected to the pump and connected to the spinal segment, after trimming appropriate segments. It was indicated that there were no catheter segments left in the intrathecal space. All incisions were closed. There were no complications. The patient emerged from general anesthesia in good condition, was transferred to the recovery area and later to same-day surgery where she was discharged. The patient recovered without permanent. The patient did not experience any symptoms as a result of the event. Any additional information received will be reported under this manufacturer report number (#3004209178-2014-23885).